Manufacturer narrative:
(B)(4). Eval, results/conclusions: (aortic neck angulation).

Event description:
An endurant abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as an aortic neck angulation (right to left) of 55 degrees. The device was deployed from the right side. It was reported that upon removal of the delivery system, the nosecone got caught on the bare springs. Several maneuvers to release the nose cone were unsuccessful; torquing the delivery system in both directions; pushing on the pt's belly; ballooning in the proximal portion of the aorta. Inserting 16 fr sheath on the contralateral side proved successful in releasing the bare springs. No clinical sequelae were reported. The pt status is unk.